Event description:
It was reported that metal shavings came out of the cordless driver 2 handpiece. No patient involvement or adverse consequences were reported as a result of this event.

Manufacturer narrative:
The complaint of metal shavings coming from the device could not be duplicated. However, upon disassembly for visual inspection the blades were found to be worn.